Event description:
A caller reported experiencing multiple alarm notifications, specifically alarm 2 followed by alarm 26, indicating occlusion events earlier in the day. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. To resolve these issues, the customer changed the infusion set and cartridge, resuming insulin administration.